Event description:
It is reported that during a revision case, the surgeon attempted to implant a 4.0 x 14mm fixed, self- drilling screw. When inserting a new screw into the new plate, the circular ring around the screw fractured. The revision surgery is addressed in a different record. No adverse consequences to the patient is reported due to screw ring fracture. 5 minutes delay is reported.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; result: it was reported that during a revision surgery the surgeon attempted to implant a fixed self drilling screw when the circular ring around the screw fractured. The device was returned for evaluation and the reported event was confirmed upon visual inspection. Manufacturing history was reviewed and no anomalies were found. Conclusion: the plausible root cause of the reported event could not be determined conclusively. Some of the potential root causes are the patient could have had a hard bone quality, excessive axial/torsional force could have been applied, the screw may not have been attached securely to the screwdriver, or the guide may not have been used for screw insertion.

Event description:
It is reported that during a revision case, the surgeon attempted to implant a 4.0 x 14mm fixed, self- drilling screw. When inserting a new screw into the new plate, the circular ring around the screw fractured. The revision surgery is addressed in a different record. No adverse consequences to the patient is reported due to screw ring fracture. 5 minutes delay is reported.